Manufacturer narrative:
(B)(4). Batch # n9149w. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracic procedure, the clips would not feed consistently. When the clips did feed they were malformed and would cut the vessel. There was no bleeding reported. The procedure was completed with the use of a competitive device and there were no patient consequences reported.